Event description:
It was reported that white specks were seen in the bd intima-ii¿ closed IV catheter system before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "when we are mixing tsb (triptic soy broth) in the syringe you can see small whitish specs"

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided final lot number 0041181 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, five physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the white particles could not be identified. Through the provided fourier-transform infrared (ftir) spectral analysis results, the whitish specks were observed and confirmed. As stated in the initial description of this defect, the whitish specks are silicone, resulting from the normal manufacturing process, in which lubricant is used for the product components. The silicone used is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. At this time, further action has not been determined necessary. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that white specks were seen in the bd intima-ii¿ closed IV catheter system before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "when we are mixing tsb (triptic soy broth) in the syringe you can see small whitish specs".